Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been replaced. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the system became unresponsive. The site successfully loaded an exam by cd and had the software on the register task selected when the software became unresponsive. The site performed a hard reboot and then the system showed "no input detected" on the screen. No patient was present during the time of the reported incident.